Event description:
The hcp reported that the pump was explanted prematurely after 16 months. The pt was experiencing increased pain. Hydromophone was being administered through the pump. At the previous two refills the actual reservoir volumes were 17 ml and 18 ml respectively. The hcp was able to aspirate cerebrospinal fluid from the catheter, therefore a dye study was not performed. A rotor study was performed revealing a suspected rotor stall. The pump was explanted and replaced with another drug delivery pump. Post implant a low battery alarm was active. The pt is reported to be doing well.